Event description:
Information was received from a manufacturer¿s representative (rep) regarding a clinician¿s programmer. The drug being delivered and reason for use was not reported, as it was a clinician¿s programmer. It was reported that the tablet has reset/powered down a total of three times since on (B)(6) 2018. Twice the tablet has restarted while programming in the intellis app on (B)(6) 2018), and once in the synchromed ii app (once on (B)(6) 2018). The one time it restarted in the synchromed ii app the screen went blank, then service code that populated was "338: the connection to the synchromed device was interrupted and your session was ended. You must exist and restart the app." The only option was to press "ok" and restart. The programming was completed. Caller reports that it has happened post-update to the devices, as well as in the or. The healthcare professional (hcp) who was in the or at the time stated he would resort to using the 8840 if it continues to happen because it was interfering with his sterile field. He has tried to use two communicators to troubleshoot if that was the issue, but that the app continues to display these messages. The app version of intellis was 1.0.770 and the app version of synchromed was 1.0.7493. An email was sent to the repair department for a replacement tablet. Caller reports he does not have time to talk with repair on the phone and would prefer if they called him back at a later time. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.